Manufacturer narrative:
Upon investigation, it was found the qc editor is working as designed to remove the source comments when merging with a study. Merge healthcare has updated the release notes to better clarify when merging two studies. This has been fixed in version 7.2. No further actions are required at this time.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and threedimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2017, a customer reported when two studies are merged using the qc editor, the study comments made on the source study were not retained and moved to the target study. This may cause a delay in patient care or misdiagnosis if it's not readily apparent to the user and they miss important information. The images are available for dictation and comments are supplemental information. (B)(4).